Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal half distorted and stretched over the distal markerband. A snap gauge was used during examination to measure the crimped stent od at the undamaged proximal portion and the reading is within the specification. The balloon cones were reviewed and damage was noted on the proximal balloon cone which was creased. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues of the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-sept-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation, a 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Crossing the lesion with the support of a guidezilla guide extension catheter was attempted, but the device still could not cross the lesion. The procedure was completed using a 2.25 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.